Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. Interrogation of implantable cardioverter-defibrillator (ICD) showed the right atrial (ra) lead exhibited oversensing noise resulting in inappropriate automated mode switch (ams) episodes. The ra lead was elected to be explanted and replaced on 15 sep 2023. However during the procedure, the ra lead was unable to be explanted as the lead wouldn't detach from the atrial tissue. The ra lead helix was retracted but was unable to be extended. The physician abandoned the surgery and reprogrammed the ICD deactivating atrial lead functions. The patient was in stable condition.